Manufacturer narrative:
The complainant was unable to report the device upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, the procedure was performed, and there was no malfunction or deficiency of the device. However, at a later date, the patient reported experiencing abdominal pain. A CT scan revealed an air leak, and it was judged that a duodenal perforation had occurred near the bile duct. The physician noted that the perforation was "not so bad", and a drain tube was placed in the duodenum. No additional treatment has been performed. In the physician's assessment, the perforation was related to the removal of stones with the device but is not a device issue; reportedly, the complication occurred due to the patient's originally poor, malignant condition. As of (B)(6) 2019, the patient is still admitted in the hospital, and the drain tube is going to be removed soon.